Event description:
"During procedure, surgeon was attempting to use the epix universal 5 mm clip applier. The clips would not load properly. Another clip was opened and these clips also would not load properly. Surgeon had used the same brand of clip applier yesterday without any problems. Other staff tried to clip applier outside of the pt and it misloaded for both of them. A different brand of 5 mm clip applier was opened and was used for the procedure." Pt status: ok.

Manufacturer narrative:
We are acknowledging receipt of the medwatch report. The customer has been contacted and return of the device incident is anticipated. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted.